Event description:
It was observed, during the device inspection. That the insufflator exhibited foreign material in the carbon dioxide insufflation connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5 describe event or problem and h6 component code and medical device problem code.

Event description:
It was observed during the device inspection, that the insufflator exhibited foreign material in the carbon dioxide insufflation connector. Due to the tube being clogged, the tube obstruction warning alarm did not sound. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 of the initial medwatch. The returned to manufacturer date should be 21aug2024. It has been over eleven (11) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Olympus was unable to surmise the cause from the available information. Olympus will continue to monitor field performance for this device.